Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Engineering analysis of device save to disk data by technical services (ts) confirmed premature battery depletion (pbd). Ts recommended device replacement or reassessment after a 90 day interval. No adverse patient effects were reported. Currently, this ICD remains in service.